Manufacturer narrative:
(B)(4). Evaluation methods: (film). Evaluation results and conclusions: (ischemia). (Insufficient information; cause is unknown). (Lack of guidewire support). (Using a limb without a bifur). (High vessel tortuosity).

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of a left iliac artery aneurysm. Only a limb was implanted without the support of a main body stent graft. There was no stenosis or calcification in the vessels. The vessels were tortuous, but there were no tight s-shaped turns. It was reported that the delivery system was introduced and advanced without any problems. The landing zone was adequate and no ballooning was performed. At an unknown point during delivery of the stent graft, the taper tip detached from the delivery system. This was discovered when the physician removed the delivery system. No removal difficulties were noted; however, the guidewire was pulled back while the delivery system was in the patient. The physician attempted to pull back the detached taper tip with a 20 fr arterial sheath, but this was not successful. The procedure was ended with the tip left in the patient. The patient was transferred to the ICU and experienced ischemia as a result of the event. Two days later the tip was surgically removed from the patient. No additional clinical sequelae were reported, and the patient is recovering. A review of a single returned angiogram image at implant showed that the iliac limb had been placed into the tortuous left iliac artery. The proximal portion of the stent graft was acutely angulated approximately 90 degrees, and the detached tapered tip was seen within the proximal 2cm of the stent graft. The tip was also angulated 90 degrees to the iliac limb. A small section (several mm's in length) of the guidewire lumen was extending out of the distal end of the tip. Images during stent graft deployment, delivery system removal, and tip detachment were not returned. The cause of the detachment is uncertain, however, lack of guidewire support during the procedure, implanting the limb without the proximal support of a bifurcate, and high vessel tortuosity, all likely contributed to the detachment.

Event description:
The device was returned and analyzed. The complaint was confirmed; the tapered tip disconnected from the tapered tip lumen. The root cause of the event could not be conclusively determined; however it was most likely due to wire removal during the procedure combined with patient anatomy.